Event description:
It was reported by the customer that a pyxis ciisafe has a formulary build changed after upgrade. The customer stated that the current pyxis es 1.7 server database show medid ems5 is listed as midazolam 5mg/5ml (5ml) with no record of specific changes being accessible after the upgrade. Midazolam 5 mg/1 ml (1 ml) vial as alternate medid ems7. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that customer was uncertain how the medication build was changed. A technical support specialist confirmed that there is no record of formulary change originating from es server and gave the resolution as after checking with the ciisafe team, that they did not find enough data to draw a clear conclusion about how the medid build data was changed. The system functioned as intended.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e2, e3, g1, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 06-dec-2022 to 05-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that customer was uncertain how the medication build was changed. A technical support specialist confirmed that there was no record of formulary change originating from es server and gave the resolution as after checking with the ciisafe team, that they did not find enough data to draw a clear conclusion about how the medid build data was changed. The system functioned as intended.

Event description:
It was reported by the customer that a bd pyxis ciisafe has a formulary build changed after upgrade. The customer stated that the current pyxis es 1.7 server database show medid ems5 is listed as midazolam 5mg/5ml (5ml) with no record of specific changes being accessible after the upgrade. Midazolam 5 mg/1 ml (1 ml) vial as alternate medid ems7. There were no adverse events or injuries reported based on this event.